Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of poor hand hygiene and peritonitis in a patient coincident with dianeal pd2 unknown therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis as a result of poor hand hygiene. The patient was not hospitalized for the peritonitis and was treated with ciprofloxacin 500mg/tab. In 2011, the patient recovered from the peritonitis, however, the outcome of the poor hand hygiene was not reported. Action taken was not reported. A causality statement was not provided.